Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. During evaluation of the treatment tip, service confirmed damage along the radiofrequency trace of the tip. Defects on the tip membrane can lead to a raise in temperature of the tip during treatment and can potentially cause patient burns. Investigation found radiofrequency trace damage on tip membrane are caused by stress concentrations on the flex assembly at the adhesive edge that damaged the radiofrequency trace, causing arcing and subsequent burn-through of the flex circuit membrane.

Manufacturer narrative:
Product has been returned and an evaluation of the treatment tip was completed. The tip passed flow and thermistor testing. The tip failed leak testing. During visual testing dielectric breakdown was observed. Functional testing was not performed due to the presence of dielectric breakdown. The evaluation concluded that it is unknown if the dielectric breakdown contributed to the patient injury. A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A physician¿s office reported that a patient experienced blisters and peeling on their left cheek after undergoing a laser treatment to the face. During the treatment a spark occurred and a burning smell was noted. The patient was not given any pain medication prior to treatment. This was the first time the tip was used. The tip was inspected prior to use but not re-inspected after treatment began. The patient was treated with dexamethasone propionate, betamethasone valerate gentamicin sulfate and heparinoid. Available images have been reviewed. It is unknown if there will be permanent damage or scaring to the area.